Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call high blood glucose levels, hospitalization, keypad anomaly and no delivery alarm. Customer's blood glucose level was 575 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were sticking and unresponsive when pressed. Troubleshooting for no delivery was performed. Customer declined to return the infusion set and reservoir. Customer advised no delivery was a past event. Customer experienced diabetic ketoacidosis and was placed on insulin drip. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.